Manufacturer narrative:
Submit date: 03-14-2017. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; the unit had a short on the power supply caused by corrosion on the control board and power supply. Therefore, this report will be based on information provided by the technical center. The scd controller was evaluated and the customer reported issue was confirmed; bed hook insulation is damaged exposing metal. Replaced the bed hook. Upgraded the instruction label, membrane, and battery. The unit passed all initial testing after failure analysis repair instructions were completed. Scd controller was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.

Manufacturer narrative:
Submit date: 01/09/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a scd compression system. The customer states that the unit short circuited and smoke came out. No patient involved, no harm reported.